Event description:
The device was being utilized to dilate a dialysis graft. The balloon had been inflated and deflated six to seven times when attempted deflation was not successful. The physician punctured the balloon by inserting a needle into the arm and through the vein graft. The balloon catheter was then removed. The pt did not sustain any adverse effect from this event.